Manufacturer narrative:
(B)(4). Concomitant medical products: 115310,  comp rvrs shldr glnsp std 36mm, 129260;  113629,  comp primary stem 9mm mini, 979660;  115370,  comp rvs tray co 44mm, 596600;  ep-115393, e1 44-36 std hmrl brng, 734030;  180558,  comp nlk scr 3.5hex 4.75x20 st, 860890;  180560,  comp nlk scr 3.5hex 4.75x30 st, 018440;  115397,  comp rvs cntrl 6.5x35mm st/rst, 569900.  The investigation is in progress. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06014; 0001825034 -2018 -06025; 0001825034 -2018 -06029; 0001825034 -2018 -06031.

Event description:
It was reported that the patient underwent a reverse total shoulder arthroplasty, and was revised due to unknown reasons approximately five (5) months post-implantation. No additional information is available at this time.

Manufacturer narrative:
The complaint cannot be confirmed as the medical records were not provided. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a reverse left total shoulder arthroplasty, and was revised due to disassociation of glenoid component from base plate while playing golf, approximately five (5) months post-implantation. No additional information is available at this time.